Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. The tip seal on the distal electrode of the lead showed evidence of blood ingression. The analyst noted the guidewire insertion test failed. Destructive analysis found dried blood obstruction in lead distal end/tip seal.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that during implant, the left ventricular (lv) lead guide catheter created a "flap" in the target vessel. As a result, the physician was unable to get the guide wire back to the desired location. The lead was therefore not used. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.